Event description:
It was reported that a patient was revised due to a recurrently dislocating left hip. The surgeon removed a psl 56mm acetabular component with (2) 16mm bone screw and 32mm f 10 degree liner. As well as +0 32mm c-taper head.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown psl component. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.